Event description:
It was reported that the device had no ventricular sensing response (vsr). Atrial undersensing and ventricular oversensing occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.